Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was not possible to hold the audio processor with the strongest magnet strength on the device due to a thick skin flap and sound is frequently intermittent. Revision surgery is scheduled on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field, the concerned device was explanted due to a migration of the implant housing from its intended position. In addition, the recipient experienced retention issues and intermittent sound with an audio processor magnet strength #5 due to a too thick skin flap. This is a final report.

Event description:
It was not possible to hold the audio processor with the strongest magnet strength on the device due to a thick skin flap and sound is frequently intermittent. The user has been re-implanted.